Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument pitch cable was frayed at the distal clevis hub and the grip cable was frayed at the distal idler pulley. The frayed strands of the grip cable stuck out at the instrument wrist. Failure analysis investigation also found that the instrument grip cable was derailed at the distal idler pulley. The grips were able to open and close, but the movement may not be precise. Cable derailment is likely due to cable losing contact with the pulley during wrist articulation. The fleet angle between proximal and distal pulleys may contribute to derailment. Additionally, there were scratches on the surface of the distal pulley and the distal end of the instrument's main tube exhibited various scratch marks with light material removed and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube.

Event description:
It was reported that during a da vinci hysterectomy procedure, the wire snapped on the prograsp forceps instrument. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.